Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not properly delivering insulin. Customer's blood glucose level was 180 mg/dl which was addressed by delivering a bolus and administering a manual injection. Reportedly, the customer changed pump supplies to resolve issue.